Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that staples jammed and would not fire properly on (1) tvc55 instrument. Instrument may have locked out when trying to fire, but could not confirm with surgeon. The case was completed by clamping, cutting and tying. There was no consequence to the patient.